Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that there was difficulty with device interrogation. After troubleshooting the device was successfully interrogated. It was noted that the patient had received a single isolated inappropriate shock due to t-wave oversensing. System still remains in service. No adverse events were reported.